Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2678 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("there are embedded, disrupted, coiled metallic fragments of essure coil") and device breakage ("metallic fragments of essure coil") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of spontaneous abortion in 2008, gum disorder in 2006, augmentation mammoplasty in 2003 and paratubal cyst, pelvic pain, menorrhagia, tonsillectomy, recurrent abortion, cholecystectomy, endometrial ablation, tachycardia, vomiting, dizziness, diverticulitis, mastitis, fatigue, amenorrhea, pre-menstrual tension syndrome, vulvovaginitis, vaginitis, pain breast, anxiety, genital herpes simplex, bacterial vaginosis, menorrhagia and pelvic pain. Previously administered products included: depo provera, sulfadiazine and epinephrine. The patient had a family history of heart disease, unspecified, alzheimer's disease and lung cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2561 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted: insertion date: as per argus: (B)(6) 2013 as per mr: (B)(6) 2013. Trailing coils in uterus: 5: 2nd device: loaded through operating channal of hysterscope, and inserted into the right tubal ostia. Trailing coils in uterus: 5. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: details: interval occlusion on l tube; persistent r tubal patency. [Pathology test] on (B)(6) 2020: final pathologic diagnosis: fallopian tubes, bilateral salpingectomy: benign fallopian tubes with paratubal cysts; full cross sections identified; metallic coils, consistent with essure devices. Endometrium curettage: begnign fragmenets of endocervical mucosal and endometrial mucosa. No hyperplasia, atypia or malignancy identified. Gross description: there are embedded, disrupted, coiled metallic fragments of essure coil springs with minimally attached tissue. [Pregnancy test] on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage and device embedded. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received :event - medical device removal updated to essure micro-insert embedded" new event "device breakage" added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2678 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.